Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed button error. The customer¿s blood glucose level was 155mg/dl at the time of the incident. The customer stated that they went swimming with the insulin pump and the device went under the water for about 30 seconds. Customer was unsure if the clock on the insulin pump advanced if observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. No replacement was sent due to not being able to find the device in our system. The customer stated that they received the insulin pump from their doctor, so the customer was advised to consult with the doctor and call back. The customer also stated not having a back up plan but having a high blood sugar issue, and was advised to visit the hospital. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.